Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, investigation revealed that the audio bolus button was intermittently unresponsive. There was a visible hole observed in the bolus button cover, and the internal bolus button contact was found to be misaligned. There was also contamination observed under the bolus button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).